Manufacturer narrative:
Conclusion: the investigation found that the device was not working according to specification due to a malfunction of the stimulator electronics. The investigation results seem to match with the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported intermittent functioning of the device. The device returned to work when pressure was put over the implant. These intermittencies started about (B)(6) 2015 and became more frequent over the next months. The patient was re-implanted on (B)(6) 2015.

Event description:
It was reported that patient's access to sound with device sometimes stopped, but returned after pressing over implant zone. This event started 2 month ago an dhas become more frequent lately. In situ measurements show that the device has malfunctioned. Reimplantation is currently under discussion.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow up report.